Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the keypad buttons were intermittently responding to button presses and contamination was observed under the button contacts. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/19/2013 with the following findings: during testing, the keypad buttons were found to be intermittently responding to presses. There was no damage noted to the keypad. The keypad was removed and contamination was observed under all of the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).